Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had difficulty on deflating the cuff. The customer reported no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.